Event description:
It was reported that after the catheter was removed from the vessel that the balloon portion was missing. The surgeon searched for the piece and it could not be found. The surgeon is confident that the piece is not in the patient's vascular system. No pt injury or complication was reported.